Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter came out of the bd insyte¿ autoguard¿ bc shielded IV catheter when retracting the needle during use. The following information was provided by the initial reporter: "it was reported that black stuff came out when retracting the needle."

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received 13 unopened representative samples from the same lot. Upon inspection of the units through the packaging no foreign was observed on the sealed units. The units were then opened and inspected for foreign matter and again no foreign matter was observed. The needles were all retracted and there was no issue of a black substance appearing once the needle retracted. Each unit was then dissected by removing the needle and hub from the grip and barrel of the device. Then a cut to the hub just above the base of the needle was performed. A guide wire was fed through the needles, as it would remove or push any foreign matter out of the cannula. No foreign matter was observed coming out of the cannula or on the guide wire. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that black foreign matter came out of the bd insyte¿ autoguard¿ bc shielded IV catheter when retracting the needle during use. The following information was provided by the initial reporter: "it was reported that black stuff came out when retracting the needle."